Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that she had changed out her infusion set twice and that the first time she noticed the adhesive was wet and smelled like insulin, which prompted her to change the second time. It was found that one of her boluses did not deliver all the way and the insulin pump had not given any no delivery alarms. The customer's bolus history and basal do not match, which explained the missing bolus amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.